Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose tests, using separate finger sticks. Reporter's results were 17, 39 and 98 mg/dl. Reporter did not have any symptoms. A control solution test was not done due to lack of supplies. The reporter related an accurate testing technique, and checks the confirmation dot. Reporter has been cleaning reporter's meter with alcohol. On followup, reporter had done a control solution test using new supplies, and had an in-range result of 132 mg/dl. No harm was alleged.